Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Caller attempted troubleshooting steps without success, and cts decided to replace pump. Customer planned to use multiple daily injections (mdi) as backup therapy and was instructed to return pump using a pre-paid label, understanding the procedure to put the pump into storage mode.